Manufacturer narrative:
The reported event of failure to capture was confirmed. As received, a complete lead was returned in two pieces for analysis. Final analysis found over-torquing of the inner coil with all five filars broken/separated at the connector region consistent with procedural damage and no anomalies on the lead body except for procedural damages. The cause of the reported event was due to inner coil being over-torqued and all filars broken.

Event description:
It was reported that during an implant procedure, the lead failed to capture. The lead was not used. The patient was stable throughout.